Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. The error recurred each time customer attempted to start a new sensor session. There was no reported impact to the customers blood glucose level.